Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found followings; the bending section was dent. The angulation was slack. The bending angle did not meet specification. The angulation control knob has uneven rotation, play, and noise. The bending section rubber adhesive was detached. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. [First time; (B)(6) 2021]: enterococcus species (1-9 cfu). [Second time; (B)(6) 2021]: coagulase negative staphylococcus (1-9 cfu). [Third time; (B)(6) 2021]: gram-negative coccobacilli (1-9 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3cc paa, using peracetic acid. There was no report of infection associated with this report.